Event description:
It was reported that, "dr was pinning distal femoral cutting block. Pin got lodged in hole. The pin collet from power equipment grounded into pin until distal end broke off. Pin is still stuck inside cutting block. Block will be sent because unable to use due to pin still lodged inside. No harm was done to patient, all pieces was retrieved."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summery will be submitted in a supplemental report.